Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. We were unable to perform the self-test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. In addition, we were unable to verify critical pump error alarm and vibrate alert anomaly due to blank display. Also, it was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error, vibrated, and the display went blank. Blood glucose level at the time of the incident was not provided. During troubleshooting the customer confirmed that they received the "critical pump error" image on the display. The insulin pump was returned for analysis.